Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an external neurostimulator (ens) for urinary dysfunction. It was reported that the patient was experiencing discomfort. A device revision was performed and the doctor was able to bury the lead 1 cm deep during surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2as9m, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.